Manufacturer narrative:
Product event summary: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the controller passed visual examination and functional testing. Log file analysis revealed that the controller contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of data files revealed power switching events due to momentary disconnections and communication errors. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to momentary disconnections and communication errors between the controller and batteries. An internal investigation has been opened to evaluate the momentary disconnections and implement corrective actions as required. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received. Event date and patient information updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Please also note that manufacturer date on the follow up 3 report was incorrectly reported as 11may2018 and should have been 10may2018. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updates/corrections made to sections (email address), please also note that date on the follow up 2 report was incorrectly reported as 11feb2018 and should have been 31jan2018. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient developed power switching involving one of his/her controllers. It appears that the controller was exchanged with no reported patient consequence. The device has been returned to the manufacturer for evaluation.